Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "continuously turn itself on and off", which was confirmed and reproduced. The device evaluation confirmed the (ok), (run/stop), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, and the (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (on/off) key will occur following the selected key's function, interfering with the mdl drug search. This is likely what the customer perceived as the device turning on and off. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: self-activation or keying, failure to sense.

Event description:
It was reported that a spectrum pump would "power on and then turn off in a cycling manner" after testing, which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient involvement.